Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was ventricular oversensing, and high impedance from the right ventricular lead. The lead detected noise and the lead integrity alert was triggered as well as the patient alert sounded. The lead is still in use. No patient complications have been reported as a result of this event.